Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was in an automobile accident and her glucose meter broke in three pieces. The customer stated that her blood glucose reading was 20 mg/dl prior to being taken to the hospital. The customer stated that this is the second time this happens to her. Her doctor changed the basal rates and carbohydrate ratio due to this. Nothing further was reported.